Event description:
It was reported that the user experienced intermittent loss of glucose readings while using the ilet bionic pancreas with a dexcom g7 continuous glucose monitor (cgm) due to brief sensor disconnects, and the agent provided education on how the sensor communicates with the ilet and what occurs during signal loss. No clinical signs, symptoms, or conditions were reported, and blood glucose was unaffected. Outcomes included no alerts, no alarms, no medical intervention, and no hospitalization. User support included troubleshooting and user education focused on sensor-to-ilet communication and signal loss behavior. Investigation of this case revealed that intermittent communication loss occurred between the sensor and the ilet, with no identified responsible device and no device malfunction confirmed. It was concluded, based on similar reports of transient signal interruptions, that the cause was user education needed regarding expected sensor communication and normal signal loss behavior.